Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 36 in 15 drop secondary set w/hgr tubing separated. The following information was provided by the initial reporter: material no.: ms3500-15, batch no.: unknown. It was reported the tubing became detached from the chamber juncture when the nurse was removing the empty drug bag from IV pole.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr tubing separated. The following information was provided by the initial reporter: material no.: ms3500-15 batch no.: unknown. It was reported the tubing became detached from the chamber juncture when the nurse was removing the empty drug bag from IV pole.

Manufacturer narrative:
H.6. Investigation: a device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.